Event description:
Boston scientific received information that this transvenous right atrial (ra) lead exhibited a single out of range pacing impedance measurement of 2800 ohms, generating a latitude alert. A field representative asked the boston scientific technical services department if this measurement could be due to electromagnetic interference (emi). Technical services discussed that this was more likely an early sign of a possible ra lead issue. Technical services recommended performing isometrics and pocket manipulation to check for noise and impedance changes when the patient is back in office.

Manufacturer narrative:
The physician plans to continue monitoring the situation at this time. According to the available information, this ra lead remains implanted and in service, and this patient continues to be monitored via latitude. This event will be updated if any additional information becomes available. Subsequently, this ra lead was explanted and returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, an initial visual inspection found that the lead conductor was fractured near the distal end of the lead's suture sleeve tie-down portion. This event will be updated if any additional information becomes available.